Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration.

Event description:
Patient's representative reported "fear of developing cancer", "physical and psychological burdens", "severe psychological stress", "cancer risk triggered anxiety", "implants have shifted", "dislocation of implants" and "pain". This record is for the left side. The device remains implanted.